Manufacturer narrative:
The customer informed stryker that they had their device repaired by a third party service provider. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device's compression module was broken during use. In this state the device would not be able to perform automated chest compressions, if needed. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device's compression module was broken during use. In this state the device would not be able to perform automated chest compressions, if needed. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.